Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 27 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are few units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Tested the knot security control of the samples received and the results are in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked". Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: finland. There are three cases reported that the stitches opened during the first post-operation on three cats. The sutures broke at the wound, exposing the internal organs, which caused a hernia. The surgeon re-operated on the cats and the sutures broke again in the same manner. No additional information has been provided. Three med watch reports being filed for each animal referenced in report, case specific details have not been provided: 2916714-2016-00860, 2916714-2016-00889, 2916714-2016-00890.